Event description:
As reported by the user facility: (B)(4), lot # 0061246659, 2 items, reported (B)(4) 2012. Reports had 2 sets that leaked when primed at the filter, causing the loss of 2 blood bags on the bone marrow unit.

Manufacturer narrative:
Multiple attempts made to the facility to obtain additional info and the actual involved device, have not been successful at this time. Batch record review of the reported lot number did not reveal any discrepancies or non conformities that could have contributed to the reported event. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number or finished good lot number. Without a sample, a completed investigation could not be conducted. Based on the investigation results, no conclusions can be made regarding the cause of this event. If the sample is returned for eval and/or additional pertinent info becomes available, a f/u report will be filed.